Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t assay result for 1 patient tested on a cobas e 411 immunoassay analyzer. Results that were discrepant and were comparable, as they were from the same patient sample, are highlighted. The erroneous result was released outside of laboratory but was questioned by the clinician as the result did not match previous results and/or the subsequent samples results for the patient. There was no allegation of an adverse event. The customer restested 21 other samples that had initial troponin t results between 10 - 100 pg/ml. The samples were initially tested on the same day of the event. The customer stated that the results came back similar to the original results, no specific results provided. The troponin t reagent lot information was requested but was not provided. The internal qc results were acceptable. The investigation is currently ongoing.